Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical data. The abbott field service engineer (fse) performed onsite troubleshooting and replaced sample probe, list number 08c94-42, wash zone #1 probe, list number 08c94-35, and fixed pump rack kit tubing (part number 7-76586-01). Returns were not available for evaluation. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. A review of labeling shows adequate information for the troubleshooting and maintenance concerning erratic / discrepant results. The architect rubella igg package insert provides information regarding sample handling, result interpretation, and performance characteristics. A review of complaints identified no trends of the probe; probe, wz; or the pump rack kit tubing. There were no systemic issues or trends associated with the erratic result issue described in this complaint for the architect i2000sr, serial number (B)(4). Based on this investigation, it has been determined that the sample probe, list number 08c94-42, wash zone #1 probe, list number 08c94-35, and fixed pump rack kit tubing (part number 7-76586-01), and the architect i2000sr serial number (B)(4) are performing acceptably and no product issues were identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated false positive rubella igg results on 2 patients. The customer only provided results for one patient: 27 iu/l (>/=10 iu/l = positive) / previous result was 0 (0.0 to 4.9iu/l = negative). There was no reported impact to patient management. There was no additional patient information provided.